Manufacturer narrative:
The complaint was confirmed by review of in-vivo data. The problem could not be duplicated during in-house investigation. The potential cause is lack of glucose response due to insufficient hydrogel hydration.the investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally. D9 device available for evaluation? Yes, device received on 15 oct 2020. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10 . H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.